Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's trainer reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 60 to 70 mg/dl at the time of the incident. The customer had forgotten to disconnect from the site to get ready for a new reservoir, and the customer manually pushed 300 units into their body. The customer was over 300 mg/dl at the time just before the incident. The customer used soda and was given intravenous glucose and food to treat. The customer was wearing the insulin pump during the incident, but has not worn the pump since the incident. Troubleshooting was not completed as the over delivery was due to operator error. The insulin pump will not be returned for analysis.